Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump had inoperable air detector. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with the air detector damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "cannot start pump" alarms displayed. To further investigate, a functional test was performed. Customer problem was duplicated. One side of the air detector was damaged, most likely due to impact. It was determined to be user induced. The air detector will be replaced during the repair process.